Event description:
After a year of successful cochlear implant use, this patient's audiologist discovered 11 open electrodes and 1 short circuited electrode. X rays confirmed that the electrode array is inside the cochles. Explantation/reimplantable surgery is being considered by the patient's family members and the surgeon, but has not been decided upon.